Event description:
It was reported that the customer was admitted in the emergency room for low blood glucose. The nurse stated that the customer was unconscious at the time of arrival and it was unk if the customer had too much insulin. The customer was discovered from the device. The programming and alarm history were reviewed. The alarm history revealed a low reservoir and depleted batteries days before the event. Also the status screen showed that the customer changed his infusion set and it still was 165u left. In addition, the bolus history revealed that the customer's last bolus was 7.9u two days before the admission.